Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 180mg/dl. The customer's most current level was 282mg/dl. The customer states their levels had also been between 350mg/dl and 400mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. The customer mentioned having had and called about a bent cannula. The customer mentioned their settings had been changed by their healthcare provider. The customer declined to conduct high pressure test. The customer states they would be visiting their healthcare provider to go over pump settings. The customer was advised to conduct full set, reservoir and insulin change, and to monitor the device. The customer will be calling back if issues persist.